Event description:
Mitek was informed of an issue involving a mitek contack anchor. It was reported that a patient had experienced post-op pain after a procedure in 2000. An MRI found that the anchor was broken. A second procedure (2000) was done to remove the broken anchor. As surgical intervention occurred an MDR is being field to document this event.